Manufacturer narrative:
Concomitant product: product ID: 3531, product type: external neurostimulator. (B)(4).

Event description:
The trial patient reported that she thought she broke a wire. She actually saw it broken off the day after the event. She thought it was the lead rather than the wire outside. She thought the bandage came loose and it was stuck to the bandage. She thought perhaps as she got out of bed it may have pulled it. She saw the wire out of her body and she saw it broken off right outside of her skin. She could feel the edge of it with her finger. She tried adjusting/going up and down to see if she could feel stimulation and it was noted that she could. She was scarred though and she turned the external neurostimulator (ens) off. She had called a manufacturer representative (rep) but had not yet heard back. She had an appointment with her healthcare provider (hcp) the day following this report. Additional information received from the hcp in response to follow-up reported that no symptoms occurred; the wire was pulled out completely. The patient had thought the wire broke. Examination of the patient and wires she brought to the office had been performed. No further follow-up was required.